Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a loss of consciousness and sustained a head injury as a result of the fall. Emergency medical services were contacted by the patient¿s mother-in-law, and the patient was transported to the hospital via ambulance. Upon arrival, a fingerstick blood glucose test revealed a cgm reading of 400 mg/dl, while the bg reading was 60 mg/dl, indicating a discrepancy between the two values. The patient was treated with IV fluids for rehydration and morphine for pain management. Additionally, the patient received eight staples to close the head wound. The patient was discharged two days after the event. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.